Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The hcp stated the patient had failed relief of pain with the stimulator. The stimulator needed to be removed so the patient could h ave an MRI. The patient had an x-ray of the t spine and the s spine. The stimulator was removed and the patient is seeking a second opinion for back. The cause of the identified product problem was not determined. The numbness in the patient's legs has not been resolved. The patient is seeking a second opinion. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The device manufacturer's representative (rep) reported that he was with a patient whose main concern was setting on set of numbness in his legs. This occurred about two weeks ago. He was setting up an appointment with the health care provider (hcp) to evaluate and determine the next steps. The patient wanted everything explanted. It was unknown what led to this event. The rep's concern was the leads were causing pressure resulting in the above symptoms. There was no diagnostics or troubleshooting performed. There were no actions or interventions taken. The issue was not resolved at the time of this report. The rep was going to obtain more information from the hcp. There was no surgical intervention that occurred, it was unknown if it was planned. There were no product issues reported. Additional information reported the patient's system was being explanted on (B)(6) 2015,. The rep had no more information to pr ovide, since he was not at the explant. If additional information is received, a supplemental report will be submitted.